Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported single leaflet device attachment (slda) resulting in mitral regurgitation (mr) could not be determined. Mitral regurgitation (mr) is a known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
On (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1+ post procedure. 12 hours after the procedure, a single leaflet device attachment(slda) occurred from posterior leaflet. A recurrent mr of grade 4+ was reported. On (B)(6) 2025, a redo procedure was performed with implantation of mitraclip xt. The mr was reduced to grade 1-2+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.